Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
An 8 mm, 10 mm and 12 mm amplatzer vascular plug ii (avp2) were used to close a mitral paravalvular leak via transseptal approach. All three avpii were in position and released. A guidewire remained through the defect along with the avpiis. After the guidewire was removed one of the avpiis embolized to the iliac artery, reportedly either the 8 mm or 10mm. While removing the embolized avpii from the iliac artery with a snare the avpii became dislodged and migrated to the femoral artery. Initially, a snare was used to remove the migrated device but as it was unsuccessful, and a bioptome was ultimately used to retrieve the avpii. The patient's vitals changed and it was determined that the artery had been punctured. The procedure was aborted and emergency measures to control bleeding and repair the artery were undertaken. The patient status is unknown at this point.